Event description:
It was reported that the patient's left ventricular (lv) lead had rising thresholds. The lead remain in use based on medical judgment despite a known clinical performance issue. This patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).